Event description:
A (B)(6) infant with ventricular septal defect receiving medication via syringe pump. The pump was found off with red error screen. Pump did not alarm at all. Medication was not infusion. Systolic blood pressure increased to 109. Mediations were restarted and blood pressure normalized. Delay in treatment and delay in evaluation of therapeutic response to medication. Delay in treatment and delay in evaluation of the therapeutic response to medication. Diagnosis for use: sedation infusion.